Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing in bipolar and tip-to-coil vector. The rv lead was partially explanted, capped and replaced. Afterwards it was reported by the patient that they were in another state when there was an alert triggered, so the patient went to the hospital where that physician found the lead was fractured and reprogrammed the lead so the patient could return back home for surgery. No patient complications have been reported as a result of this event.